Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from back to back blood tests of 196 mg/dl and 177 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 151 mg/dl and 165 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer stated time is off by two hours): (B)(6). Customer states the time in the meter's memory is off by two hour and customer does not know if the 124mg/dl; 179mg/dl; and 168mg/dl are fasting or not. Customer denies signs and symptoms of high blood sugar and denies the need for medical attention at the time of call.